Event description:
This report is to advise of an event observed during analysis which revealed a punctured dilator.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the needle insertion difficulty is consistent with not following the instructions for use.